Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, an unspecified device failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence, reportedly occurred in (B)(6) 2012. Evaluation summary: the device was returned for evaluation. The device analysis found that an anterior cuff miss occurred, the device was received without the plunger or suture. There was a link still attached to the anterior foot. The posterior link was not attached to the posterior cuff. The posterior foot pocket did not contain the posterior cuff. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.